Event description:
On (B)(6) 2025, a friend of the user reported that the user passed away at home on (B)(6) 2025. The friend stated that the cause of death was unknown and that the user had reportedly not been feeling well prior to passing. The user was reportedly wearing the ilet at the time. No additional details were provided, and no concerns specific to the device were raised.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file could not be completed as the device data logs have not been synced and has not yet been returned. A request for device return has been made. Should additional information become available, a supplemental report will be submitted.